Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated. This an isolated internal issue; possible weakening of its material when subjected to stress. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information provided by the customer will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator has high fio2 and was constantly alarming. The customer stated there was no patient involvement associated with this event.